Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming pulse testing and would not power on. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received the monitor failed incoming pulse testing and then would not power on. Upon evaluation, multiple components and power supplies were shorted. The cause of the inability to power on is the shorted components and power supplies. The cause of the shorted components and power supplies cannot be positively identified but likely occurred during the failed pulse testing. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.